Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of system explant due to infection. No adverse patient effects were reported due to the explant procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.